Manufacturer narrative:
UDI: (B)(4). The mvp was implanted in the patient and will not be returned for evaluation. The event could not be confirmed. The event cause could not be determined from the reported information.

Event description:
Medtronic received report of mvp-7q migration during a procedure. It was reported that the patient was undergoing treatment for a splenic artery aneurysm. The vessel diameter was 5mm distal to the aneurysm. The implantation location was in a straight segment of the vessel. Blood flow rate was high, which is standard for the splenic artery. Mvp was prepared as per IFU. The mvp was placed distal to the aneurysm and was detached. The mvp immediately migrated, which was not intended. The mvp was intended to land immediately distal to the aneurysm in the proximal portion of the splenic artery. Instead, the mvp migrated approximately 15mm distal, lodging itself midway down the vessel. It was not confirmed that the mvp was completely open before detachment. No attempts were made to retrieve the mvp. After mvp migration, the physician coiled the aneurysm, which was a planned part of the procedure. There was no report of patient injury as a result of this event. The patient is currently stable. There is no medical or surgical intervention currently planned.